Event description:
Per user submitted MDR, "nurse looked at monitor, and noted infant was bradycardic with a heart rate of 57, spo2 70's, but the monitor was not alarming. Nurse checked and all the alarms were set appropriately, and the alarm volume was at 100%. Device removed from svc and sent to biomedical svs. No untoward pt harm noted." Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.